Event description:
On (B)(6)2015, the reporter contacted animas, alleging the patient¿s blood glucose was above 600 mg/dl confusion, vomiting, thirst, and frequent urination on (B)(6)2015. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the patient was mistaken that the cartridge was filled; a second party confirmed that the cartridge was not filled with insulin. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged hyperglycemia was related to a device use error.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.